Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a fleet assessment in the medical/surgical care unit, the registered nurse experiencing a channel error. Also stated that if experiencing a channel error, resetting the device may sometimes work. If resetting the device does not work, the module is replaced with a new module. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported that during a fleet assessment in the medical/surgical care unit, the registered nurse experiencing a channel error also stated that if experiencing a channel error, resetting the device may sometimes work. If resetting the device does not work, the module is replaced with a new module. There was no patient involvement.